Event description:
The physician performed an endoscope retrograde cholangio-pancreatography on a pt diagnosed with biliary colic and elevated liver function. An extraction balloon, sphincterotome, snare and wire guide were used. During the procedure, the physician noticed a portion of the wire guide was detached and located in the duodenum. A snare was used to remove the detached portion successfully. The pt was discharged the same day; however, required readmission due to pain and pancreatitis. Potential complications associated with endoscopic retrograde cholangio-pancreatography include pancreatitis. In addition, overfilling the pancreatic duct, with contrast during an endoscopic retrograde cholangio-pancreatography may cause pancreatitis.